Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter powers off during use and that the battery contact had corrosion. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2011 and obtained the follow the patient corrected and clarified that the alleged issue began on (B)(6) 2011 (sometime before dinner) while on vacation in the (B)(6). The patient corrected and clarified she manages her diabetes with an insulin pump. During her vacation abroad, the patient indicated she did not have a backup/secondary meter with her nor did she have (insulin) syringes available. In response to the alleged issue, the patient stated she manually administered an estimated amount (dosage unknown) of insulin based on the amount of food she was going to consume. Two hours after the alleged issue began the patient stated she was experiencing symptoms of a possible infection (fever, diarrhea, vomiting, weakness, nausea, and dizziness). The following morning (on (B)(6)), the patient indicated she took a taxi to the hospital. During her time in the hospital, the patient stated she was informed by the health care professional (hcp) that her blood glucose was elevated; however, due to a language barrier, the patient was unable to confirm (with the hcp) what her blood glucose result was with the hospital's meter. The patient indicated she was hospitalized for three days due to her symptoms and while under the care of the hospital, the patient stated she was administered IV fluids and unspecified amounts of insulin. Under her own decision, the patient indicated she checked herself out of the hospital on (B)(6) 2011. At the time of troubleshooting, the customer service representative (csr) noted that the subject meter's batteries were replaced per owner's booklet recommendation and there was no misuse of the lfs product. Replacement products were sent to the patient. Although the patient was treated for hyperglycemia by an hcp, there is no indication that the reported issue caused or contributed to this serious injury. The patient confirmed and clarified she was experiencing symptoms of an infection and was hospitalized due to her reported symptoms. However, this complaint is being reported because the alleged issue remains unresolved.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have pcb contamination. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k073231.